Event description:
It was reported that a system 9800 experienced an error code at start up of second case. Tried to restart again and system would not boot and a burning smell was noted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Verified report and found that the power module had to be replaced. Replaced power module. The system was tested and found to be working as intended.